Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. An interior inspection was performed and the inspection passed. Functional testing was performed and there was no failure detected. A manual drop test was performed and the test failed, confirming the reported event of no audio output. The root cause was determined to be a defective speaker.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to claim no audio output on (B)(6)2015. No medical intervention or injuries were reported. Additionally, during the call, dexcom technical support advised patient to test the alert functionality and reported alerts were not functional.